Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Additional information provided states that the lesion was located in the right coronary artery (rca). During the initial procedure the patient was treated for single vessel disease. The patient went to surgery for a single vein bypass to the rca and endarterectomy of the rca. The rotalink catheter was visibly protruding from the fatty tissue above the right cardiac auricle. The rotalink catheter was withdrawn, and the location of the perforation was found. The entire rca was covered with rock-hard calcification. The rca was opened and the wire fragment was found and removed. The rca was endarterectomized over a length of 4-5 cm and closed. The vessel was severed and secured using a clip, and an end-to-end anastomosis with the ramus ventricularis dexter was supplied. The vein graft was severed in a variceal area and anastomosed end-to-end with another non-variceal vein graft. Punched hole and end-to-side anastomosis of the vein graft was made. The bloodstream was restored. Because of the rota procedure hemostasis was difficult to achieve, therefore additional suturing was performed. However, following surgery, the patient experienced sustained post-operative hemorrhage. A complete hemothorax was found on the right side, however there was no hemothorax on the left. Root cause of the bleeding was determined to be a lung injury, probably caused by rotablation since directly opposite in the pericardium a hole is found and adjacent to that hole is where the lung injury is located. The lung injury was sealed using a 5.0 teflon felt-supported prolene suture. Verification of hemostasis was made. The patient was transferred to the ICU in good circulatory condition.

Event description:
The account stated that the architect ipth reagent has generated elevated results on five patient samples. On patient #3, the initial result was 92.7ng/ml. The sample was then sent to a reference lab and tested on the bayer immulite analyzer and the result was 57.0 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation - a review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. To investigate the customers issue, we assayed ten replicates of each level of abbott controls across three instruments in routine mode. Then, we repeated the same setup in stat mode. We also used the same reagent lot, 01309g000 and other approved in-date materials stored and maintained at our facility. All replicates of the abbott low, medium, and high controls from both routine and stat runs were within package insert ranges. This demonstrates that the assay is capable of accurately reading known concentrations of ipth. In addition to testing, we reviewed complaint reports we have received to date to determine if others have experienced the same issue. Our review did not find any problematic trend in complaint activity that would indicate that the product is performing contrary to its claims. Based on our investigation, we did not identify any product deficiency.